Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Visual inspection revealed no issues and the device appears to be in good condition. It was observed that the catheter flushed normally, and the telescope assembly was able to properly pull back, advance, or retract. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the system due to electrical open at distal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a positive lead disconnect from the face of the transducer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2015-07560 and 2134265-2015-07793. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis sr pro 2 imaging catheter an atlantis sr pro 2 imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. Upon pullback, automatic pullback failed halfway and then image disappeared. Also, the touch screen control panel and mouse froze. Ilab was rebooted which resolved the issue. The procedure was completed with a different device. No patient complications reported and patient's status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-07560 and 2134265-2015-07793. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro2 imaging catheter an atlantis¿ sr pro2 imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. Upon pullback, automatic pullback failed halfway and then image disappeared. Also, the touch screen control panel and mouse froze. Ilab was rebooted which resolved the issue. The procedure was completed with a different device. No patient complications reported and patient's status is good.